Event description:
It was reported that the patient noted that her "devices were defective." The patient stated that she has had issues with "corrosion, a shocking sensation and leads that weren't working." It was noted that the patient had 2 previous implants. The patient outcome was not provided.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).